Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the end cap and drive support cap were protruding from the case. The reported blood glucose reading at the time of the call was 99 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Detached end cap, missing end cap sticker, cracked reservoir tube lip, cracked battery tube threads and cracked case near reservoir window noted during visual inspection. Drive support disk was inspected and missing drive support disk sticker was noted. Drive support disk was not loose.